Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the his lead exhibited placement difficulty and poor thresholds. When attempting to free the lead the helix stretched out. The lead was not used and was replaced. No patient complications have been reported as a result of this event.